Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the device inspection results by omsc, there was the possibility that the reported phenomenon was attributed to failure of the video signal to the video processor due to the cable breakage by the user's handling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus china (ocsm). Ocsm inspected the subject device and the reported phenomenon was duplicated. In addition, the white balance of the image could not be corrected. When the cable unit of the device was replaced with a normal one, the reported failure did not appear. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there is the possibility that the cable unit of the subject device attributed to the reported phenomenon, because the cable unit transmits video signals.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that endoscopic image did not appear during preparation for use. The user was using the device and an uhd camera control unit model otv-s400. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.